Event description:
According to the reporter, intra-operatively, the device fired with the safety on. The firing occurred by only pressing down upon insertion in the abdomen. The surgeon stopped using the device and was switched out for an entirely different stapler with all different components.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.